Event description:
In 2008, the lay-user/pt contacted lifescan alleging that one touch ultra2 meter had read inaccurately erratic. The pt tests his blood glucose three or more times a day. He takes 70/30 insulin twice a day and adjusts the dosages based on his meter readings. The pt indicated that the alleged meter issue started on the previous month, at around 11:00 am. During the time of concern, the pt claimed that he "passed out" two times on separate days/occasions. In both cases, the pt alleged that he must have taken too much insulin based on his meter readings. The pt was unable to recall what specific meter readings the pt obtained prior to taking his insulin, and developing the symptoms. However, he mentioned that at one time, he performed back-to-back meter tests and got results of "216 and 136 mg/dl". In another instance, he claimed that he got results of 140, 160 and 230 mg/dl" within a 2-3 min time frame. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and or <=20 mg/dl. In both reported events, the pt stated that he was treated with food and orange juice by his wife. In one of the cases, he was also given a "glucose solution" from his wife. The pt denied seeking or receiving medical intervention from a hlth care provider. He could not recall if his blood glucose was tested during and after the times he was symptomatic. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform qc test. The meter, test strips and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. He also claimed that his wife had to treat him with food, drinks and also "glucose solution" at one point.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the products(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.